Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported to zoll that the patient experienced slight bleeding at the femoral venous access site upon removal of the quattro catheter. The patient required a bandage and bleeding was resolved without sequelae.